Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Myopotential oversensing was suspected. Review of data revealed far-field p-wave oversensing. Programming changes were recommended. Patient was fine.

Event description:
Device was explanted and replaced. Noise was seen with provocation test. Lead issue was suspected. Patient was fine.